Event description:
The baxter homechoice pro adp system, serial number (B)(4) would not prime. Because the unit would not prime, it was never placed on the patient. It has primed and worked properly several previous uses. The labeling on the unit indicated it had been reconditioned by baxter healthcare corp, (B)(4).